Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that rf telemetry was disabled and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. This device was noted to have reverted to safety mode after it was explanted. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists and rf telemetry is disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device was explanted and returned for analysis. No additional adverse patient effects were reported.